Event description:
A customer contacted baxter's technical service center reporting an issue during prime on the homechoice (hc) where the home patient (hp) reused supplies. The technical service representative (tsr) asked the hp if the hc alarmed and the hp stated yes. The hp stated he started over with new supplies. The hp stated the supply bag fell off the shelf it was on. The tsr asked the hp if the bag became disconnected and the hp stated no. The hp stated he used the same supplies. The tsr asked the hp to turn the hc on and the hc went to press go to start. The tsr reviewed the alarm log. The tsr asked the hp the system error troubleshooting questions. The tsr explained if the hp was in therapy and the hc alarmed and the hc goes back to press go to start, the hp should start over with new supplies. The tsr recommended the hp contact the rn about using the same supplies when the hc alarmed. The tsr explained if the hp has any issues with the hc the hp should contact baxter at the time of the alarm and baxter will assist with troubleshooting. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue. Complaint is confirmed because it was reported during trouble shooting of an alarm situation system error (se) 2240 and 2367, user started over therapy again with same used single use supplies, which is a use error/poor aseptic technique. The cause was undetermined. Batch review results were acceptable for the lot number h12f09046. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.